Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3. H6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover glue was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional reportable malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno videoscope's bending section cover glue was chipped.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, rust was found on the working channel of the uretero-reno videoscope. There were no reports of patient involvement.